Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had other critical pump error. Customer tried changing the insulin pump batteries but insulin pump did not accept it. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
On (B)(6) 2021 customer called in with the following concern: patient called for a battery error. She tried replacing the battery but insulin pump did not accept it. After successfully placing a new battery, patient received an insulin pump error. After rewinding the insulin pump patient received a critical pump error. There is no damage to the insulin pump. No further concerns were recorded. P-cap locked in place properly during testing. Unit was successfully download using (crest software) and (thus software). During download pump review pump error 35 alarm was recorded on (B)(6) 2021 at 19:00:00 hour. Cut unit open and perform a visual inspection of connectors and electronic stack. Force sensor zero offset within specifications (23.1 milivolts). Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. During visual inspection, the ingress of water corroding electronic stack and corroding force sensor flex connector gold traces causing electrical short. Device also received with cracked case (battery tube) and cracked battery tube threads. In conclusion device came in with critical pump error alarm and pump error 35 alarm due to corroded electronic stack. (B)(6) 2021 19:00:00.00 fault number broken force sensor error (35). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.